Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during the initial drain. The registered nurse (rn) had pressed go prior to connecting the hp. The rn saw that the hc went into initial drain and quickly connected the hp to the machine. The technical service representative (tsr) assisted the rn in clearing the alarm and advised the rn to start over with new supplies. There was no adverse event indicated in association with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. This was a report of a system error 2240 where the registered nurse had pressed go before connecting the patient. The patient was then connected when the machine was in initial drain. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. This guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.